Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis as the customer has not responded to the product return request; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Occupation: sales representative.

Event description:
It was reported a patient died due to a screw puncturing the right ventricle. The patient was implanted with a sternal closure device that included an unknown quantity of plates and screws. The patient was hunched over and coughing which resulted in the sternal closure screw puncturing the right ventricle resulting in death. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11 ¿ medical products sternalock blu system plate, 12 hole wide ladder, part# 73-2634, lot# ni. Unknown screws, part# ni, lot# ni. E4 ¿ refer to mw5093678.

Event description:
This follow-up report is being submitted to relay additional information. It was reported the patient died approximately 24 hours following a high risk mitral valve replacement due to a post-operative hemorrhage. The patient was closed with sternal plate and screws. The day after the mitral valve replacement, the patient developed bloody chest tube output and was taken in for exploratory surgery. Mechanical activity of the heart ceased and the surgeon noted a tear on the right ventricular surface during internal massage of the heart. The surgeon determined the situation was irreparable and fatal. The surgeon noted the patient¿s sternum was in poor condition and the screws were poking out.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. Product was not returned for investigation and no photos, scans, or x-rays were provided. For these reasons, no visual inspections or functional testing could be conducted. Several attempts were made to obtain more event details including device identification. No additional information was able to be obtained from the sales rep or multiple hospital representatives. As part of this complaint investigation, there were three screw sizers (item# 73-0006) and three sternalock blu trays (item# 73-1300) returned for inspection. All of the screw sizing dimensions on these products were within specification and therefore did not contribute to this complaint. The customer number and item number were searched and 2 possible lot numbers were identified for the 12-hole ladder plate. The non-conformance database was reviewed for each of these possible lot numbers; no non-conformances were found. There are no indications of manufacturing defects.this is the only complaint for this part# 73-2634, lot# j103660 and j6671921. For this part (73-2634) and the previous one year (from the notification date) regarding improper screw selection, there is a complaint rate of (B)(4) which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is improper screw sizing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following fields were updated: b4 date of this report, b5 describe event or problem, e1 initial reporter name, e2 health professional, e3 occupation, g4 date received by manufacturer, g7 type of report, h2 follow up type, h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.